Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture, noise and out of range pacing impedance measurements. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
To date, the lead has not been returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis found the lead fractured in two places at 226 mm from the terminal pin. The type and location of damage is consistent with first rib/clavicular crush.